Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported that about a month ago they noticed that they were not feeling stimulation as much as they used to. Patient stated that they use to be able to feel stimulation at 2.0 and now they are not feeling it at all. Patient mentioned that they increased stimulation to 2.4 and still did not feel stimulation. Pt mentioned that they increased stimulation to 2.8. Agent reviewed with patient that they can increase stimulation if they feel it is necessary. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Pt also stated that they were supposed to have an MRI today but had to reschedule because they were unsure of how to enable MRI mode. Agent walked caller through steps to enable MRI mode. Pt confirmed full body eligible.